Manufacturer narrative:
This report is submitted on june 04, 2021.

Event description:
Per the clinic, the patient experienced a skin overgrowth over the abutment. The patient underwent skin revision surgery and abument removal on (B)(6) 2021 under general anaesthetic.